Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to the expulsor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. G1, email address: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the spike to bag was set up and the pump says 123.30 was given, but the bag was still filled. The patient said she was not sure if the clamp was closed still on the set, but the pump did not alarm that there was pressure. No patient injury reported.